Manufacturer narrative:
The device was not received or evaluated by beta bionics. User complaint of ilet damage or malfunction was not confirmed via failure investigation due to lost package or common complaints. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user dropped the ilet device, the enclosure separated, and the screen became unresponsive, after which the user transitioned to backup therapy and reported no impact to blood glucose. Symptoms included no adverse clinical effects. Outcomes included replacement of the device and continuation of therapy without medical intervention or hospitalization. Investigation included collection of event details and coordination for device return and assessment. Investigation of this case revealed external physical damage consistent with accidental drop, with functional impairment of the display/assembly, while blood glucose control remained unaffected. It was concluded, based on previously established findings for similar reports, that the cause was user-induced mechanical damage due to accidental impact. However, the original device was not returned to the manufacturer, and therefore no physical device evaluation or investigation was performed to confirm the reported condition or root cause.